Manufacturer narrative:
The c503 analyzer serial number was (B)(6). The customer noted that the assay used with the c503 analyzer uses pyridoxal phosphate (pyp) activation whereas the assay used with the dxc 700 au analyzer does not. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation (astp) on a cobas pro c 503 analytical unit compared to a dxc 700 au analyzer. The result from the c503 analyzer was 385 u/l. The result from a dxc 700 au analyzer was 181.99 u/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
Calibration and qc were acceptable, therefore, a general reagent or instrument issue is not suspected. The investigation determined the event was consistent with two different tests (one with pyridoxal phosphate (pyp) activation and one without pyp) being used to test the patient sample. Assays with pyp show higher results compared to assays without pyp. The investigation did not identify a product problem.